Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent undefined alarms occurred, causing the customer to experience an undefined low blood glucose (bg) level. The customer declined to provide further information.